Manufacturer narrative:
On july 26, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the ce med height te 550cc returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the posterior view, between the union of the shell and the base of the tissue expander. Microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available. This product was sent to mentor's manufacturing team for additional analysis. According to the manufacturing investigation, the collected process controls, and the data records reviewed, the complaint cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast reconstruction with a 550cc ce med height tissue expander on an unspecified breast and suffered breast implant deflation, post-operatively. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024.

Manufacturer narrative:
On june 25, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.